Event description:
Rep reported that the surgeon ex-planted both shunts that contained bactiseal, because they kept occluding. Further, he implanted a non-codman, non-bactiseal shunt. It was also reported that in surgery, the tubing and valve was filled with an inflammatory substance. Originally, the doctor thought that the pt may have had an allergy to the bactiseal, however, the rep reported that the pt was back in the hospital with more occlusions with the new non-codman, non-bactiseal shunt. The surgeon now suspects that the pt might have an allergy to silicone.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.